Manufacturer narrative:
The analysis on this device is pending.

Event description:
After 9+ months of implantation, this ICD was explanted and returned, because the device had reached eri (elective replacement indicator). Note: it was reported that the device was programmed to maximum outputs for both a & v pacing.